Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pump started the primary infusion instead of the intended secondary infusion of zosyn which was not hung high enough to administer. There was no reported patient harm.